Event description:
It was reported that the patient experienced a cuff erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted, no new device was implanted. A new 5.0cm aus cuff was implanted on (B)(6) 2019. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.